Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima activator drive mechanism kept slipping, it was not holding the chest open. The hospital added that "the mechanism that grabs the track to open the retractor is not catching well which causes skipping and difficulty opening the sternum." The surgeon did ask for a different retractor in order to proceed with the case. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. (B)(4).